Manufacturer narrative:
Additional information was received. Sections b7 and f10 were corrected. Per the patient¿s medical records, approximately 1 year and 11 months post tavr procedure, the patient was admitted to the hospital for an embolic stroke and culture negative aortic valve subacute bacterial endocarditis. The patient was discharged to a rehabilitation center where they received 6 weeks of antibiotic treatment. Echo performed 6 weeks later showed pedunculated vegetation attached to the bioprosthetic valve. Eliquis was stopped and the patient was started on IV heparin. The following week, the patient underwent redo sternotomy, removal of the tavr valve and replacement with a surgical valve, mitral valve repair, coronary artery bypass grafting, and ligation of dilated svg to rca. The patient was discharged 5 days post procedure. During follow-up approximately 1 month later, the patient was doing well. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. In this case, there was no allegation or indication of a device malfunction. The source of the infection was unknown. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. In this case, the patient developed endocarditis approximately 2 years post tavr procedure. As the event occurred greater than 2 year post tavr procedure, it is not considered to be caused by the valve or tavr procedure and the event is not MDR reportable. A corrected report is being submitted.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported through (B)(6) registry, approximately 2 years post implant of a 23mm sapien 3 valve in the aortic position, the valve was explanted and a surgical valve was implanted. No additional information is available at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.